Manufacturer narrative:
(B)(4). Additional information was received stating this lead was removed from service nine months after the initial observations were reported. The lead was exhibiting oversensing which resulted in pacing inhibition. No asystole was observed. The lead was surgically abandoned and replaced without further incident. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that upon interrogation, the lead safety switch (lss) feature was noted to be activated due to an unspecified out of range pacing impedance measurement. Furthermore, noise was observed. A boston scientific technical services (ts) discussed troubleshooting and programming options. Attempts to obtain additional information were unsuccessful. This lead remains in service. No adverse patient effects were reported.